Event description:
Philips received a complaint indicates that device had ECG failure. Device was not in use at time of event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The customer called and spoke with a philips representative. The customer requested just a replacement therapy pca module with no engineer evaluation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. 16/nov/2023 update: fa result: this pca was returned "ECG failure". This was not verified in lab testing. The therapy pca passed all tests during op check and performed as expected. Therefore, there is no fault found (nff) with this therapy board.